Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. The insulin pump passed the self-test, passed the displacement test and there was no blank display anomaly. The device was received with noisy vibrator due to adhesive bond not adhering on vibrator motor. There was no noise when the blood glucose setting was being checked. The insulin pump was received with cracked reservoir tube lip, cracked reservoir tube near reservoir window and broken battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose level, blank display, cosmetic damage and vibrator anomaly on the insulin pump. Customer's blood glucose level was 50 mg/dl. Customer treated their low blood glucose with food. Troubleshooting for blank display was performed. Customer advised the device made a noise when they checked their blood glucose level. Customer advised the display went blank and then returned. Troubleshooting for cosmetic damage was performed. Customer advised the plastic was broken on the battery compartment opening location. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.